Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to close all running applications, restart smart device, and refresh the bluetooth to reestablish connection which was successful for this reported issue. No additional patient or event information is available.